Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the patient's left eye developed z-syndrome almost 5 months post-op. A yag was performed at 4 months post-op for posterior capsule opacification (pco). Allegedly, the patient noticed a decrease in their vision. The lens was explanted at 5 months post-op and replaced with a sulcus lens. A vitrectomy was also performed. Patient's current prognosis is described as "visual acuity improved."

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic plate torn in half. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.